Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device formed a few good clips on the artery, but the next one was oval shaped, rather than flat. A second device was opened (different lot number) and the same thing happened, after a few good clips were applied to the duct, the next one was oval shaped. A harmonic and endoloop on the cystic duct and artery to complete the case. There were no patient consequences.

Manufacturer narrative:
(B)(4). Is the 2nd lot number available? The lot numbers were very similar. One ended in 942. The other ended in p42. Which firing of the device did this event occur on? Approximately the 4th. What vessel or structure was the device fired on at the time of the event? Cystic duct and artery. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. If so, when? N/a did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No. What were the indications for surgery? Lap chole what was found? Lap chole. Does the patient have any relevant history of surgical treatments? No. If so, what? N/a. Did somebody other than the primary surgeon fire the instrument? No. If so, whom? N/a. The analysis results found that the device (a) was returned in good visual condition with one conforming and three gap clips inside a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clip as intended. In addition, the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws open and close as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # j92v8x; expiration date: 10/2017; manufacturing date: 11/2012.